Event description:
It was reported that while trying to correct the shs screw, the screwdriver bent. They improvised the surgery and could complete it with the surgery-target. There was no adverse consequence to the pt.

Manufacturer narrative:
A supplemental report will be submitted when completion of the investigation.